Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: air/water cylinder had no color, suction cylinder had no color, plug unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, label on suction connector was peeled, due to clogging of nozzle, no water was fed, due to wear of angle wire, bending angle in up direction did not meet the standard value, probe cover had a burn, light guide lens had a crack, bending section cover had discoloration, adhesive on bending section cover had a crack, and connecting tube had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water leakages. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found the air/water tube had foreign material. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.